Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens of diopter -10.0 into the patient's left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to low vault. In a separate surgery that day a longer length lens was implanted and this resolved the problem. Cause reported as unknown.